Event description:
Agent contacted the director of clinical engineering (dce) to report a patient's pump that was showing that its battery was low. The agent reported that the low battery message was observed several times. During an attempt to reset the pump, the clinician programmer lost connection to the patient's pump and subsequent attempts to inquire the pump were not successful. The patient did not allege any symptoms of withdrawal but it is believed that the pump is not functional.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).